Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 53 mg/dl and 64 mg/dl at the time of the incident and auto mode was used by customer. The insulin pump will not be returned for the analysis.